Manufacturer narrative:
Based on review of the products logs, an unable to arm bed exit notification was provided to the staff console prior to the alleged fall. This notification is by design and is an indication of an issue with the bed exit.

Event description:
Hillrom received a report from the account indicating the bed exit was not being properly monitored and a patient fell which resulted in an injury.